Event description:
This report summarizes 0 malfunction events in which the device or cutting accessory fractured.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was previously reported during the reporting quarter; however,  - 1 event was reported in error. - 0 previously reported events are included in this follow-up record. H3 other text : no events occurred.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, one (1) event was reported for this quarter. Product return status, one (1) device investigation type has not yet been determined. Additional information, one (1) device was not labeled for single-use. One (1) device was not reprocessed or reused.

Event description:
This report summarizes one (1) malfunction event in which the device or cutting accessory fractured. One (1) event had patient involvement. No patient impact.